Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) concerning the platinum plus guidewire manufactured by: boston scientific. It was reported by an (B)(6) rep that they needed to abandon a cardiomems implant procedure. During the procedure, the physician was unable to separate the sheath, the wire, and the cardiomems sensor from each other. The wire did not have the support to bring the cardiomems sensor forward to the pulmonary artery, so the physician tried to pull the device back through the sheath. The sheath folded over on itself. The physician determined they could not safely remove the sheath or the sensor, so the site's vascular surgery came to assist. Vascular team was able to pull the sheath out, but the cardiomems sensor remained in the patient's soft tissue. A small cut was performed which allowed the cardiomems sensor to be removed. Patient remained stable throughout the entire procedure. The patient was discharged and not hospitalized following the procedure. There were no post-procedure complications, but the physician reported there to be a significant delay due to deciding the plan of action and waiting for the vascular team to arrive. Boston scientific platinum plus wire: lot #: 32361053, gtin: (B)(4). Please do not hesitate to contact the account directly for further information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).